Manufacturer narrative:
The device and foreign material were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that a part of the valve torn and missing. The shape of the foreign material was equal to the missing portion. Considering the evaluation result, the inner part was possibly torn when the syringe for local anesthesia was inserted diagonally into the subject device. The instruction manual has already warned " angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged."

Event description:
Olympus was informed that during a bronchoscopy procedure, a foreign material from the bronchoscope fell off within the patient. When the foreign material fell off, the facility reportedly fed anesthetic for local anesthesia through the subject device into a bronchoscope channel port using a syringe. The foreign material was retrieved with a biopsy forceps. The facility completed the procedure using another bronchoscope. There was no patient report related to this event.